Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that the screw broke during implantation. All pieces of the screw were removed from the patient. A backup device was available to complete the procedure with a short delay reported. No patient impact was reported.

Manufacturer narrative:
Examination was not possible, as the devices will not be returned. The investigation could not draw any conclusions about the reported event with the information provided or without the return of the devices in question. Further investigation is not warranted at this time.